Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels rose above 400 mg/dl while wearing the pod between 15 and 51 hours. The patient reported that the cannula did not deploy into the infusion site (leg). Reportedly, the pink slide did not move forward during activation, and upon removal, the cannula was slightly visible and had not ejected. This indicates a needle mechanism failure. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The device data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 3450 pulses. During operation, the device was able to successfully deliver an immediate bolus following the priming sequence. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. After manual reset of the needle mechanism to the not deployed state, the needle mechanism deployed as intended. The investigation found no issues that would result in the needle failing to deploy by the end of the second priming sequence.